Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was determined. Reprogramming was not needed. Education was provided for charging the device. A reprogramming appointment was scheduled for (B)(6) 2014 and it was found that reprogramming was not needed. The patient recovered without permanent impairment. No further follow-up was required.

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97754, product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient felt a sudden ¿bump¿ in stimulation. When the bump would occur it would get too high for the patient to where they could barely stand or walk. This sensation stays for a while and then goes away. They keep their stimulation low so that when it ¿bumps¿ it does not go too high. The week prior to the event the patient met with their manufacturer representative who set up the adaptive stimulation. They also fell two days prior to call but was unsure if the issues began after the adaptive stimulation was set up or after the fall. Lastly the patient stated they have a medical condition that causes their blood pressure to drop and as a result their knees give out and they fall a lot.